Event description:
Patient arrived in respiratory distress, developed hypotension, required emergent central line catheter placement for treatments like antibiotics and vasopressors. Post-procedure x-ray done to determine line placement, retained guide wire not identified on initial x-ray. Line placement supervised by resident credentialed to place line, that individual relied on person placing line to have removed the guide wire.